Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently; this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Wanted to bring to your attention an issue my team hasen countered with the ongard luer lock access device.there have been two instances each involving different nurses where the needle has broken off in the test tube during the blood collection process.l wanted to check if you have any similar complaints with this product.